Event description:
It was reported that the oxygen saturation reading was 65% on the monitor, with no audible or visual alarm noted. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.